Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that according to patient, it took an extended amount of time to recharge the ipg. The were no known environmental/external/patient factors that may have led or contributed to the issue. Impedances were checked and all were within normal range. Patient had an ipg replacement. The issue was resolved. No symptoms were reported, patient's weight was asked but unknown, hcp had no further information and no further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. No recharge issue observed. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.